Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: the heater bag temperature failed performance specification as the fluid delivered was out of specification. No allegations were made against any of the patient's dialysis products. After further investigation, it was determined that the customer's discontinued use of the device was due to the patient transferring to hemodialysis. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated by the product analysis lab (pal) and failed the returned instrument test/evaluation (rite) testing due to a failed heater bag temperature test. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the rite test failure. The cause of rite test failure was undetermined. A service history review revealed no previous service events were related to this failure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.